Event description:
Rv lead impedance has risen since last august to the current value of 1766 ohms. The increase has been gradual, and is also accompanied with an increase in threshold. Patient was brought into the clinic and postural testing was performed, but no noise was observed. The clinic will continue to monitor the patient. Lead remains implanted. No adverse patient events were reported. Should additional information become available, this file will be updated.

Manufacturer narrative:
Lead was explanted and returned for analysis. Upon receipt, the lead under complaint was found cut 11cm distal to the is-1 connector pin. The proximal fragment including the yoke and connector pins was received for analysis. The distal fragment including the lead tip and rv shock coil was not returned. The returned lead fragment was visually analyzed. The visual inspection revealed that the insulation was, apart from the present fragmentation, free of breaches. Further analysis of the returned lead fragment did not reveal any irregularity that might have contributed to the reported clinical observations. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process. In conclusion, the analysis did not reveal any sign of a material or manufacturing problem.

Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. No additional information is available at the moment. The file is closed. The investigation will be re-opened should additional data become available.